Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed evidence of time and date reset within 3 hours, 11 minutes of power off. The time and date was accurately set at the start of the investigation. A rewind, load and prime sequence was successfully performed without alarming. The pump was exercised for (B)(4) hours without issue. The battery was removed from the pump for (B)(4) hours, and then reinserted. The time and date reset to the default setting. The pump was opened for investigation and revealed the internal clock battery on the printed circuit board was defective. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.